Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t hs assay on a cobas 6000 e 601 module. It was asked, but it is not known if an incorrect result was reported outside of the laboratory. The sample initially resulted with a troponin t value of 31.6 ng/l, which repeated as 13.5 ng/l. The sample was repeated a second time, resulting with a value of approximately 13 ng/l. The troponin t reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The engineer checked the instrument and replaced the measuring cells, tubing and the sipper nozzles. The calibration and qc recovery was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.